Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black particle lodged in its tubing. This was noticed after filling with pamidronate and before patient use. The reporter stated that they tried to flush the particle, but it would not move. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: november 18, 2013 ¿ november 19, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a dark brown particle measuring 0.1 mm in size was observed embedded within the tubing and not in the fluid pathway. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow up report will be submitted.